Event description:
The customer had been feeling sick the last few days. Customer tested bloodf glucose and received a result of 455mg/dl. The customer went to the hospital where blood glucose was done and the result was 86mg/dl. The customer was given an IV and had other tests run. No controls in use. Expired glucose strips. A request was made for the return of the suspect device and replacement product was sent.